Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was short circuit of 138 ohms on electrode pair 0/1 of the left side system. The patient was programmed with these contacts, as it was best for their symptom control. No symptoms were reported as a result of the event.